Event description:
Based on an evening "lo" blood glucose reading, customer did not dose with insulin. At 9:15am customer's blood glucose reading = "lo". Customer was taken to the emergency room due to feeling ill and vomitting. Hospital8:00am blood glucose reading = >800mg/dl. Customer was treated with IV fluid and insulin drip, a shot to stop vomiting and admitted to the ICU with a diagnosis of ketoacidosis. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.